Event description:
It was reported that the pt had two implantable neurostimulators, both of which had reached end of service (eos). No pt symptoms were reported. The battery voltages of the devices were 2.61 volts (for (B)(4)), and 2.71 volts (for (B)(4)). Using a longevity calculator, with the associated battery voltages, it was determined that the neurostimulators should not have reached eos at that time. The program settings for device (B)(4) were: c+; 0-; 3.2 volts; 210 microseconds; 140 hz. Therapy impedance = 330 ohms. The settings for device (B)(4) were: c+; 0-; 3.5 volts; 210 microseconds; 140 hz. Therapy impedance = 298 ohms. Both of the pt's neurostimulators were removed and replaced. There was no injury to the pt. A f/u report will be filed if add'l info becomes available. See also MFR report # 3004209178-2011-07518 for info related to the pt's concomitantly implanted neurostimulator.

Manufacturer narrative:
Analysis of the neurostimulator model 37602 (B)(4) determined the battery reached eos or eri without meeting longevity. The cause was unknown. The ins was received in an eos condition. The eos bit was reset with the rx1 lab programmer in order to test the output. There was good stable output on every electrode pair including unipolar mode. Based on the diagnostic data from the ins, this device reached eri in 3 months and eos in 4.4 months. A longevity estimate based on settings from the returned paperwork showed it should have lasted 9.1 months to eri and 12.1 months to eos. Per the session history data, the parameter values had not changed from the day of implant. Destructive analysis of the ins found no visual or electrical anomalies with the hybrid circuit. Destructive analysis of the battery did not show any internal anomalies that would have caused premature depletion. Using the battery voltage diagnostic data from the ins, it could be seen that a drop in battery voltage took place on the day that the second ins ((B)(4)) was implanted ((B)(6) 2011). It is unknown what caused this sudden drop except for possible emi exposure at the hospital on the day of implant. Since an emi source cannot be determined and the sudden voltage drop cannot be conclusively determined to be caused by an outside source, the cause is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).